Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure under local anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed transperineally. During the procedure the physician's ultrasound was not working as intended; therefore, the physician did not have a full visibility of the patient's prostate. The physician continued with the procedure as he believed he could see enough. During hydrodissection, the physician thought that it looked good and was not in the rectum. He also believed that the spaceoar vue placement was correct. However, it was reported that after another physician reviewed the imagery, and it was determined per computed tomography (CT) scan/ magnetic resonance imaging (MRI) that the hydrogel was in and around the prostate. It was noted that only a small amount of hydrogel was misplaced. The patient experienced "slight " urinary discomfort symptoms. However, in the physician's assessment, the patient will be fine as the symptoms were not severe and the patient is expected to fully recover. The patient received external beam radiation therapy.